Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012221294); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-2329 (lot: 0012215989); product type: 0195-heart valves; implant date; explant date product ID evfxplus-26 (j249537); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The balloon was inflated twice due to an apparent waist in the balloon. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient. Following initial deployment, under-expansion and an infold in the valve frame were noted. Per the physician, this was due to the calcified anatomy. The valve was recaptured and deployed a second time. The under-expansion and infold were still present following second deployment. The valve was recaptured again and withdrawn from the patient. A second bav was performed using a 22 mm non-medtronic balloon and a new valve was inserted into the patient using a new dcs. The new valve was deployed at a depth of 3 mm, but an infold was noted in the frame of this valve as well. A post-implant bav was performed using a new 22 mmm non-medtronic balloon. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six static images and one media file were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to valve implant attempt. The valve was deployed in the cusp overlap view and appeared to be significantly under expanded and a suspected infold, which could have been associated with the significant under expansion. The valve was attempted to be deployed a second time with the same outcome. Of note, recapturing an infolded valve will not resolve the infold. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the under expanded valve was removed, a second balloon valvuloplasty was performed, and another valve was used. The new valve was deployed with an infold which required a post implant dilatation to solve the infold. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.